Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks for supraventrentricular tachycardia (svt). It was noted that the device had been programmed with a monitor only (mo) zone, thus the device was subsequently reprogrammed to two zones and detection enhancements were turned on.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.